Event description:
It was reported to manufacturer that the vns patient's device revealed high lead impedance resulting from an unknown type of diagnostic test. Additionally it was reported that a lead break was visualized on x-rays. The patient has been referred for a surgical consult. Attempts to obtain additional information have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.